Manufacturer narrative:
Product is scheduled to be returned but have not been received in by manufacturing at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4). No product returned at this time.

Event description:
Customer reported the alarm was in use by his grandmother on the couch and the alarm did not sound when her weight was removed from sensor. As a result the customer broke both legs resulting in surgery and a metal rod being placed in her leg. Customer also added the grandmother suffers from shaky legs syndrome. The date of the incident is unknown.

Manufacturer narrative:
Product was received and analyzed. Analysis found the product is functioning as designed in alarming when weight was removed from the sensor pad. The alarm passed functional testing and we were unable to replicate customer's complaint of the product not alarming. (B)(4).

Event description:
Supplemental required for additional information.